Event description:
A customer initially reported being unable to obtain readings due to an error 3 message on the adc device and a replacement product was ordered. Due to a delay in the delivery of the replacement product, the customer was unable to monitor glucose levels. The customer became hypoglycemic and experienced a loss of consciousness however, was able to self-treat with juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle optium xceed meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported being unable to obtain readings due to an error 3 message on the adc device and a replacement product was ordered. Due to a delay in the delivery of the replacement product, the customer was unable to monitor glucose levels. The customer became hypoglycemic and experienced a loss of consciousness however, was able to self-treat with juice. There was no report of death or permanent injury associated with this event.